Event description:
Reported one false positive result for flu on sofia flu+sars. It is unknown whether it was for flu a or flu b. Patient was asymptomatic. No confirmatory testing completed. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.